Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator, verified the reported issue, and replaced the graphic user interface (gui) printed circuit board (pcb) and flashed the software, which resolved the reported issue. All performed testing was passed per the manufacturer's specifications.

Event description:
It was reported that the ventilator had a blank display. The ventilator was not in patient use at the time of the event.